Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery (rfa) in a 23-year-old female patient presenting in cardiomyopathy, and in scai stage d shock, prior to initiation of support. Upon removal of the impella cp from the peel-away sheath, a right lower extremity angiogram showed slow flow down the leg. Contralateral access was obtained and a balloon angioplasty was done to the common femoral/profunda bifurcation restoring flow. The patient was on and off heparin while on the impella. The post-procedure outcome is survived at explant. The device functioned at p-6 at 2.5l/min with no issues. Limb ischemia is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (ischemia) : the root cause of the injury was unable to be determined due to insufficient clinical details.